Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. A functional inspection of the product involved in the complaint could not be conducted since the product was not returned. An attempt to duplicate the failure mode was not made because at the time there is no inventory of the involved product code available at the facility nor is any being manufactured at the time. If the defective samples become available at a later date, this complaint will be updated accordingly. The device history record of the batch number reported has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report was originated for the lot in question that can be associated to the complaint reported. The device history review shows that the product was assembled and inspected according to our specifications. No corrective actions can be implemented due the lack of a product sample to perform a proper investigation and determine the root cause. The customer complaint cannot be confirmed due the lack of product sample to perform a proper investigation and to determine the root cause. Teleflex will continue to monitor and trend related events.

Event description:
The bullet tip from the capio suture came off the device during a vaginal procedure presumably in the cooper's ligament. The surgeon was unable to fine the bullet tip in the patient or the device. The bullet is too small to be seen on x-ray so no x-ray was done. Given that the bullet needle was tiny and its potential effect on the patient was clinically zero percent risk and since it would have been impossible to explore, identify, and retrieve the needle fragment, the surgeon made the decision to leave it in place.